Event description:
A customer in (B)(6) notified biomérieux of a misidentification of a neqas survey sample as yersinia similis in association with the vitek® ms (ref 410895, serial (B)(4)). The customer reported obtaining an identification of yersinia similis with the vitek® ms two (2) times and an identification of yersinia pseudotuberculosis with the vitek® 2. Yersinia pseudotuberculosis is included in the vitek ms knowledge base v3.2, which is the version used by the customer. Vitek® ms test 1: yersinia similis vitek® ms test 2: yersinia similis vitek® 2: yersinia pseudotuberculosis as this was a neqas survey sample, there is no patient involved. From the customer complaint information, the expected identification appears to be yersinia pseudotuberculosis, however the neqas report has not been provided. Additional information has been requested several times from the customer, but the customer has declined to provide any information. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in the united kingdom notified biomérieux of a misidentification of a neqas survey sample as yersinia similis in association with the vitek® ms (ref (B)(4), serial (B)(6)). Investigation the investigator looked at the device history record. There is no CAPA, nor non-conformity on vitek ms linked with customer complaint. Since january 2016, four other similar complaints have been recorded for a y. Pseudotuberculosis misidentified as yersinia similis: 1) sap 2357305 ¿ kb v3.0 - cause = kb weakness; 2) sap 2483496 ¿ kb v3.0 ¿ cause = non optimal spot preparation; 3) case (B)(4) ¿ kb v3.2 - cause = kb weakness + non optimal spot preparation; and 4) case 31025814 - kb v3.2 - cause = kb weakness. Due to the cases above, biomérieux investigator had access to the UK neqas 4851/6243 specimen (submission directly from this customer was not needed). The UK neqas 4851/6243 specimen contains four species : yersinia pseudotuberculosis, citrobacter koseri, enterobacter cloacae and enterococcus faecalis. The quality control laboratory tested the isolate of yersinia pseudotuberculosis with vitek ms v3 (five spots) and obtained the following results: 2 spots gave single choice to yersinia similis 2 spots gave low discrimination to yersinia pseudotuberculosis - yersinia similis 1 spot gave low discrimination to yersinia similis - yersinia pseudotuberculosis - yersinia frederiksenii biomérieux quality control laboratory reproduced the vitek ms customer misidentification on 2 out of the 5 tests made. Sequencing of the strain was performed to confirm the strain identification. The strain was confirmed to be yersinia pestis or yersinia pseudotuberculosis, based on full-16s sequencing. This gene is not discriminatory enough to distinguish several yersinia species such as yersinia pestis, yersinia pseudotuberculosis and yersinia similis. Further testing (mslt typing, for example) should be done to obtain the precise identification. Taking into account that the strain source is neqas it is unlikely that the strain is a yersinia pestis. The vitek ms knowledge base user manual ref. (B)(4) for vitek ms clinical use v3.2 contains the following text: ¿there is a possibility of cross-identification between yersinia similis and yersinia pseudotuberculosis.¿ conclusion based on the investigation results and the additional notes of the vitek ms knowledge base user manual, the cause of the issue has been defined as a knowledge base weakness. Local customer service also provided the customer with additional training materials to help improve their spot preparation technique. They provided as well information regarding vitek® pickme¿ (ref (B)(4)) to further assist with sample spot preparation.